Event description:
It is reported that the device was implanted in 2009 and revised two months later, due to the neck disassociating form the stent due to high lever arm.

Manufacturer narrative:
Evaluation summary: it was alleged that the modular neck portion of a hip implant from a m/l taper with kinectiv technology stem disassociated from the stem and lead to an additional revision surgery. According to the zimmer sales representative; the original surgery went well and instructions from the surgical technique were followed accurately. However, the pt was non complaint with the surgeons post-operative activity recommendations and as a result the pt experienced numerous head dislocations. The exact pt activities were not disclosed. The pt underwent numerous closed reductions to correct the dislocations before the alleged neck disassociation actually occurred. The stem and cup were well fixed. Based on the conversation with the sales representative, it is possible the neck disassociated from the stent during multiple closed reductions. These closed reductions were used to correct the pts repeated head dislocations which were a result of the pts non complaint post-op activity level. Based on the available info a definitive root cause cannot be ascertained at this time for the disassociation. Device history records indicate all components were manufactured and inspected to specification.